Event description:
Pt called on-call nurse on 1/12/99 at 9:30 pm, complaining of leaking at IV site. Pt told to follow up in the am at the office. On 1/13/99 nurse flushed midline and leaking observed at distal area of plastic "sleeve" that covers the proximal part of the midline. A fracture was noted in the midline causing leaking.